Event description:
A malfunction alarm on the pump was reported. The customer could not confirm fault ID because they self-troubleshot on their own prior to contacting technical support. There was no reported adverse impact to the customer¿s blood glucose level. The pump was replaced to resolve the issue, and the customer will use multiple daily injections (mdi) as a backup therapy until the replacement arrives.